Event description:
On (B)(6) 2013, patient reported she was in the hospital for surgery unrelated to pump therapy. Patient stated, she was admitted on (B)(6) 2013 and was taken off of the infusion device so her healthcare providers could monitor her insulin via IV as soon as she was admitted to the hospital. Patient reported while she was in the hospital, she experienced an elevated reading of hi and a low reading in which she required medical assistance. Patient stated, she was not on the infusion device at the time either of these readings took place. Patient stated, she was off of pump therapy for 16-18 hours prior to the incident. Patient reported, the elevated blood glucose reading was due to pain medication and the low blood glucose reading was due to too much insulin given via injection. Patient did not provide the exact reading. Patient stated, she told her husband she felt like her blood glucose level was low and he purchased a sugary snack from the vending machine. Patient reported the next thing she remembered was the nurse asking her to wake up; nurse had given her glucagon. On call back on (B)(6) 2012, patient reported, she was off of the infusion device when she experienced the elevated reading. Patient stated, the elevated reading was due to the pain she was in the medication for that pain. Patient reported, her blood glucose level had not been checked; but upon checking it, it registered hi on the meter. Patient stated, they gave her fast acting insulin; this caused her to "bottom out." Patient's target blood glucose range is 80-130 mg/dl. No product return was requested.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product returned for evaluation.